Event description:
It was reported that while in the cardiac cath lab, the intra-aortic balloon (iab) was prepped prior to insertion. The physician was attempting to insert an iab via the right femoral artery when it became "snagged" in the super arrow-flex (saf) sheath. The iab and sheath were removed and the decision was made not to insert a second one due to the failure of the first insertion. There was no reported patient death or injuries. There was no medical/surgical intervention required and no patient complications. The outcome of the patient is unk.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.